Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator unit was returned for failure analysis, and the issue was not confirmed using logs. However, log review revealed recurring errors m-11, m-18 and c-06 throughout may 2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. The log showed errors c-84, m-0b, m-11 and c-00. The probable cause of error is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy did not activate, a c-84 message appeared on the screen, and there was a pool of liquid at the activation site. The site had already swapped the instrument, instrument cord, and ports, but the issue remained. Troubleshooting first involved explaining that the c-84 error could have been caused by the amount of tissue being grasped. It was then noted that the user agreed, but the surgeon switched to a different instrument and proceeded. The procedure was completed with no reported injury.